Event description:
Boston scientific received information that the patient reported that this implantable cardioverter defibrillator (ICD) burned a hole in their heart and for 18 hours they received shocks which damaged their heart. The patient also stated they have not recovered from this. It was unclear as to what the specific event date was as the patient did not provide this information. In addition, this device was explanted over ten years ago, reason unknown, returned and captured an existing event.

Manufacturer narrative:
Event clarification has been requested from field representatives. However, no further information was received to provide clarification to the patient's allegations. This investigation will be updated should further information be provided.